Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during start of the procedure. The procedure was planned cardiac arrhythmia treatment, the procedure got delayed, and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system was not starting¿. Review of the system log file showed ¿malfunction in ippc¿. Fse replaced ippc. After replacement, the system was returned to use in good working order. Codes were updated based on the investigation outcome. Health impact code and evaluation method code was corrected.

Event description:
It has been reported to philips that the image processing computer (ippc) failed to boot up correctly. The device was not in clinical use. No patient harm reported. Philips has started an investigation of the complaint.